Event description:
It was reported that the procedure was completed successfully without any surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the radiolucent insertion handle frn (p/n: 03.033.001, lot # 5l11913) was received and received at us cq. Upon visual inspection, the broken tip of the mating driving cap was retained in the threaded portion of the insertion handle but could be fully removed. No issues were observed with the device. Device failure/defect identified no, the received condition does not agree with the complaint description and is not confirmed as no fractures/breaks were observed on the returned device. The mating device was noted to be broken but will be investigated under (B)(4). Conclusion: the complaint condition is un-confirmed as no damage were observed on the radiolucent insertion handle frn (p/n: 03.033.001, lot # 5l11913)). There is no indication that a design or manufacturing issue were identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - part: 03.033.001, lot: 5l11913, manufacturing site: hagendorf, supplier: n/a, release to warehouse date: 16 sep 2019, expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2021, the patient underwent for a surgery. During the surgery, an impactor broke off with an aiming arm while inserting an intermedullary nail. There was an unknown surgical delay. It was unknown if the procedure was successfully completed. Patient outcome is unknown. This complaint involves two (2) devices. This report is for one (1) radiolucent insertion handle frn this is report 2 of 2 for (B)(4).

Event description:
It was reported that on october 18, 2021, the patient underwent for a surgery. During the surgery, an impactor broke off with an aiming arm while inserting an intermedullary nail. There was an unknown surgical delay. It was unknown if the procedure was successfully completed. Patient outcome is unknown. This complaint involves two (2) devices. This report is for one (1) radiolucent insertion handle frn this is report 2 of 2 for (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.